Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a new unit was ordered and already shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information was received.

Event description:
The customer reported to vyaire medical that the avea 2 ventilator unit be replaced due to multiple issues and customer has lost confidence in unit. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be verified. Customer stated "multiple issues" with ventilator. Found o2 delivery was inaccurate due to relay assembly being unstable. "Pneumatic module ftc" errors were logged in error log and were found to be caused by improper power down of the system, user error. No other issues were noted.